Event description:
This is a follow up report to medwatch: 1222993-2025-00045 due to device investigation completed. Cryogen is applied to the treatment site during vascular treatment to precool the skin. The cryogen begins to vaporize from the surface of the skin shortly after contact. The laser fires onto the surface of the skin after a delay time. The spark/ignition events occur when residual cryogen vapors remaining on the skin surface interact with the high-energy 1064 nm laser fluence. Longer pre-cooling and delay times increase the likelihood of uneven vapor accumulation, thereby elevating the risk of ignition. This can be observed as a spark and can result in topical burn.

Event description:
Site reported that an unusual spark occurred and left a small residue on patient's nose during a clarity ii treatment using 3mm spot size with I type tip. It was noted that patient's skin was properly prepped prior to treatment, and there were no obstructions or external factors in the laser path that could have contributed to the event. The residue was limited to the treatment tip area, and no visible changes, burns, or adverse effects were noted on the client's skin. Site shared photo of black residue before it was wiped, and a photo of it after it was wiped. No skin changes or issues were observed in the after photo. On 03 sept 2025, site called back to relay issue was still occurring. A cynosure clinical trainer was also there and experienced the same issue. A cynosure lutronic field service engineer (fse) went to the customer site for device evaluation. The device was subjected to multiple tests with results confirming it was within manufacturer specifications. Fse replicated treatment parameters and no irregularities detected during testing. No abnormalities were found with treatment tip, optics, or handpiece. At this time, it is unknown what contributed to the reported malfunction. Although the device was found to be operating as expected the investigation to identify root cause to determine if a true device malfunction occurred is still ongoing. A final MDR will be submitted once further investigation has been completed. Since a reported malfunction occurred and there is potential serious injury, we are reporting this as an initial MDR.